Manufacturer narrative:
The impacted product was received by the failure analysis lab on december 14, 2021. The investigation of the returned device was completed by the failure analysis lab on december 28, 2021. Device evaluation summary: the product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was ruptured with a crease/fold identified at the edges of the rupture. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 19, 2021. An explant is planned for (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were confirmed through magnetic resonance imaging and computed tomography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-11939. For contralateral prosthesis report.